Manufacturer narrative:
The device was returned to olympus for inspection and foreign materials at the scope boot section were identified as polybutyl acrylate (adhesive tape glue) and denka boron (used as a friction reducer for the boot of endoscopes). A root cause for the foreign material finding could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since polybutyl acrylate (the adhesive tape glue) is used for the identification seal on the insertion part, and since denka boron is a component used for the friction reducer on the insertion part and the boot part, olympus presumed that these materials may have come out of the scope insertion section due to scope use and reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use which state: user manual: cleaning/disinfection/sterilisation ¿5.3 pre-cleaning of endoscope and accessories ¦ wiping of insertion part¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited cloudy foreign material coming out of the scope's boot section from the insertion tube. There was no patient involvement.